Event description:
Patient reported that over the past 4-5 weeks, blood glucose has often elevated to "hi." Patient believes the insulin delivery of the infusion device is too low. Insulin is delivered via infusion device as a correction, but this is not successful. The last time this occurred was on (B)(6) 2011. Blood glucose was 24 mmol/l (432 mg/dl) in the afternoon, and patient changed the infusion headset and delivered insulin via the infusion device. Blood glucose continued to elevate to 27.9 mmol/l (502.2 mg/dl). Patient changes the infusion headset every 2 days and tube every 2 weeks. Patient did not have an infection or start new medication, and normal blood glucose is 8 mmol/l (144 mg/dl). Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.